Event description:
Follow up reported the patient was still having concerns regarding their device or therapy but they were working with their doctor or representative. It was noted the appointment date was to be determined.

Event description:
It was reported that the patient had a previous revision about switching leads. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2010 (B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).